Event description:
It was reported that there were coupling and/or communications issues. The implantable neurostimulator (ins) may be flipped. An x-ray was recommended to assess the ins location. Also, the icon for antenna too hot was on the message screen. Later, it was reported that the ins was flipped and a revision surgery took place (B)(6) 2011 to properly orient the ins. The system was then recharging and functioning normally.

Manufacturer narrative:
(B)(4).